Event description:
Boston scientific received information that this product was involved in an infection. There were no additional adverse effects reported. Available information indicates that the product remains implanted. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.